Event description:
On (B) (6) 2010, pt reported the up arrow button on the side of her infusion device did not respond today while she was attempting a bolus resulting in an elevated blood glucose reading. Pt stated about 3 hrs after eating this morning, her blood glucose was up to 300 mg/dl. Pt reported she took an injection which brought her blood glucose down to 136 mg/dl. Pt stated, she did not know how long the up button was malfunctioning but today was the first time she noticed the issue. Walked pt through inverting her infusion device display. Walked pt through how to deliver a bolus without using the up button. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.